Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was prescribed antibiotics by her doctor in order to treat the infection. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer reported that, despite having "prepared the site adequately," she experienced a skin infection from the placement of two consecutive pods. She was prescribed antibiotics from her doctor for treatment. The pods will not be returned for eval.